Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a surgery on (B)(6) 2021 to remove a 6.5mm cancellous screw and washer because of pain from a talus/calcaneus. The hardware was successfully removed. This report is for (1) washer 13.0mm. This is report 2 of 2 for complaint (B)(4).